Event description:
Pt required intubation for airway management. The intubation was difficult and severe hemorrhage ensued. Laryngoscopy, biopsy and repair of pharyngeal laceration was performed. Further laryngoscopy revealed normal vocal cords and glottic inlet. Upon conclusion of operative procedure, pt was recovered from aneshtesia without event, extubated with no stridor or airway compromise and taken to ICU for further observation. The pt has been discharged to home health for continuity of care. Pre-op diagnosis: profuse oral hemorrhage, traumatic intubation. Post-op diagnosis: posterior pharyngeal laceration, (5cm).